Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead underwent a lead revision procedure due to perforation. A pericardial window was also performed. No additional adverse patient effects were reported.